Event description:
A customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the screen was freezing a lot. The procedure was completed using an unknown backup device which was made available in an unspecified amount of time. The customer initially indicated that the issue was isolated to the glidescope core 10-inch monitor, however, verathon followed up with the customer and they determined the issue was isolated to the glidescope video baton 2.0 large instead. No delay in the procedure or harm to the patient was reported.

Manufacturer narrative:
Verathon has made multiple follow-up attempts with the customer to obtain the device serial number information. To date, no response has been received. The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Following verathon's initial report submission, the customer followed up with verathon and stated that the issue was isolated to the glidescope core smart cable instead of the initially reported glidescope video baton 2.0 large. This supplemental report captures the device information for the customer's reported smart cable. The customer's smart cable was not returned to verathon for evaluation, therefore the cause of the reported issue could not be determined. Review of complaint history for the reported smart cable serial number "(B)(6)" did not identify any previous complaints reported to verathon. Trending analysis for glidescope core smart cables does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.